Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was unknown. The customer reported that they had received that calibration not accepted alarm and change sensor alert. The customer was advised to remove the sensor and found that electrode was not present. The sensor will not be returned for analysis.